Event description:
A distributor complaint was reported regarding an issue with a pump in norway. The customer experienced repeated occlusion alarms, identified as alarm 2 followed by alarm 26. It was confirmed that there was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to troubleshoot the device, including disconnecting tubing and administering bolus doses, but the problem persisted despite using approved insulin and changing the pump components regularly. Technical support assisted in filling and loading a new cartridge and confirmed the need for a pump replacement. The customer planned to use multiple daily injections as a backup insulin therapy. The customer was instructed to return the malfunctioning pump using a pre-paid label.